Event description:
It was reported: "painful tka, hyperextension, femur implant slightly flexed, tibia in slight valgus. In extension-anterior aspect of trochlear groove contacted post. Post found intraoperatively to be severed from insert."